Event description:
A (B)(6) infant with (B)(6) and asthma having IV catheter inserted. During priming of the catheter with 10ml of ns, a hole was discovered on rod portion of the catheter. Catheter was discarded and not used on pt. No pt harm.